Manufacturer narrative:
Visual evaluation of the returned device revealed the package to have a jagged tear through it. The tear is most likely due to the pouch coming into contact with another object causing the pouch to be torn. The issue most likely occurred during shipping, storage or handling prior to preparation. Therefore, the most probable root cause is handling damage. (B)(4).

Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, "it was found that three devices were damaged". It does not appear to have occurred in shipping, but rather is packaging and/or packing of the devices. This report is for one of three devices. Refer to associated manufacture reports #3005099803-2009-05025 and #3005099803-2009-05027 for a description of the first and third devices. There was no patient involvement in this event. Follow up with the materials coordinator revealed that during an inventory cycle count, it was found that the packages were damaged and sterility was compromised. The packages are stored in a hanging position at the user facility.